Event description:
Event description boston scientific received information that prior to the implant procedure, this implantable cardioverter defibrillator (ICD) was found to be at middle of life (mol) 2, with a battery voltage of 2.57. The device was returned to boston scientific for analysis.